Manufacturer narrative:
Product analysis:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, noise, elevated sensing integrity counter (sic), high impedance, an impedance spike, high thresholds, no capture, non-sustained ventricular tachycardia episodes, high rate non-sustained events, and was possibly fractured. The lead was reprogrammed and was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.